Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6935 implantable tachy lead (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was further reported that the patient experienced phrenic nerve stimulation again and the programmed amplitude was decreased.

Event description:
It was reported that there was phrenic nerve stimulation from the left ventricular (lv) lead. The device was reprogrammed to increase the amplitude and the lead remains in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.